Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 6.0 cm diameter thoracic aortic aneurysm approximately one ago. The proximal aorta was 29-28.5 mm in diameter and 40 mm in length. The right and left iliac arteries were 7 and 9 mm in diameter respectively. It was reported that a CT five days post implant demonstrated that there was thrombus on the curvatura ventriculi. There was no flow limitation due to the thrombus and as the physician verified that the thrombus is likely located outside of the stent graft. No intervention was performed and the patient was being monitored by the physician.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (thrombosis), patient's condition affected effectiveness of device (thrombus formation outside the stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (thrombus formation outside the stent graft)